Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the power cord came loose from the mobile power unit (mpu). Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power / low voltage event. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: evaluation of the submitted log file confirmed a low voltage advisory alarm. The submitted log file contained data from 24oct2018 to 31oct2018. The fixed speed was set to 9600 rpm and the pump remained above the low speed limit of 9000 rpm while the driveline was connected. On (B)(6) 2018 at 11:59:03 am the log file recorded a low battery advisory. The patient was connected to the mobile power unit and the rsoc values on the black and white power cables were ~1.2v. At 12:01:06 pm the patient disconnected one power cable and approximately one second later disconnected their other power cable leading to a no external power alarm. At 12:02:59 pm the patient disconnected their driveline to swap to their backup system controller. At 1:09:32 pm the patient switched back to their primary system controller and restored power to batteries. The rest of the log file was unremarkable. Although a direct cause for the reported events could not be conclusively determined through this evaluation, based on similar complaint experienced, the sequence of events seen within the log file appear to be consistent with an incorrect connection of power cables to the mpu. Although the mpu was not returned for analysis, similar events related to swapped power cables have been identified and a corrective action has been initiated to address this issue. The mpu remains in use and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.